Event description:
It was reported the physician attempted to perform an arthroscopic labral repair using the speedstitch magnumwire suture passer and cartridge. After passing the first stitch, the physician felt resistance when he tried to remove the suture passer from the pt portal. In order to remove the suture passer from the pt portal, the physician tugged at the device until it released. Once removed, the physician noted that the suture cartridge had come out of the device and was stuck in the patient portal. The physician tried to pull on the cartridge sleeve to remove it when the plastic cartridge sleeve came loose from the metal tip which was still inside the joint space. The physician was unable to remove the detached tip arthroscopically and was forced to make a wider incision. As a result, the physician reported a 20 minute surgical delay and a physical disruption of the shoulder tissue. The procedure was ultimately completed with a competitors device. No further pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR report: 9019871-2012-00118.